Manufacturer narrative:
(B)(4).

Event description:
(B)(6) contacted technical services when an asymptomatic (no symptoms) patient presented in clinic during follow-up in backup vvi. The patient's presenting rhythm was 67.5ppm vvi paced. A device status report did not print. [Tse had the caller enter the etp for further troubleshooting.] Ff code was read and indicated 18 [tse explained that the device had reached eri prior to the bvvi. The hardware eri byte (0x01) was checked, indicating the device had not reached hw eri. Due to at least one cell impedance measurement from the prior session indicating 5kohms or higher, further troubleshooting was not performed. Last measured data impedance was 6.1k ((B)(6) 2015). Device replacement will be scheduled due to normal eri.